Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, the stent on a 6mm x 150mm 120cm smart flex self-expanding stent (ses) delivery system could not be released from the delivery system and stent deployment was unsuccessful. There were no reported injuries to the patient. Additional information was requested but was not provided. A non-sterile unit of catheter smart flex 6x150 vas, 120cm was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, a kinked/bent condition was noted on the body of the unit, located approximately at 127.1 cm from the distal tip. The stent was noted to be partially deployed. No other damage or anomalies were observed at naked eye on the returned device components. A functional analysis was performed on the smart flex unit. The stent could be deployed as intended when the mechanism was actioned. No anomalies were observed during the functional evaluation, and the unit performed as intended. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was observed as the device was received with the stent partially deployed and a kink was observed on the device. However, the exact cause of the reported event cannot be determined. Based on the product analysis and the limited information provided, it is difficult to draw a clinical conclusion between the device and the event reported. Vessel characteristics, although unknown, along with procedural and/or handling factors may have contributed to the event reported. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent on a 6mm x 150mm 120cm smart flex self-expanding stent (ses) delivery system could not be released from the delivery system and stent deployment was unsuccessful. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: the device was returned with the stent partially deployed.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.